Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak was detected. The patient had a short 5mm neck with posterior bulge distal to 5mm neck. A total of 10 endoanchors were placed as part of the planned procedure due to the short proximal neck but the type ia endoleak persisted. The posterior bulge filled with contrast abruptly during angiogram but onlya small leak of contrast went into the aaa. CT the following day showed a minimal type ia endoleak entering the sac and a larger type ii endoleak. Per the physician, the cause of the event is due to patients¿ anatomy with short neck with posterior bulge. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.